Event description:
The acetabular cup was not returned for analysis.

Event description:
It was reported that revision surgery was performed due to pain, squeaking noise and elevated metal ion levels.

Manufacturer narrative:
Part details swapped as only the femoral head was returned for device evaluation.